Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Echelon straight/flex: asku. During which stroke did the event occur? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Cracking. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results showed that the device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no strange noise was heard during the analysis.

Event description:
It was reported that during radical cystectomy, ileal conduit procedure, two 45mm and one 60mm devices were pulled for the procedure. During the initial firing of all three devices with a white cartridge a loud cracking noise was heard. There was no cutline or staple line produced. The case was complete by surgeon preference. The patient's tissue was radiated and very hard. The surgeon was afraid that the patient may bleed so he did what he could to complete the procedure without any patient consequence.